Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain/pain multiple types of pain"), genital haemorrhage ("abnormal bleeding") and gallbladder operation ("surgery (other) (type of surgery: gallbladder)") in a 30-year-old female patient who had essure (batch no. 6232236320) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included neuropathy, gastrointestinal disorder, disorder gastrointestinal, bladder infection, urinary tract infection and vaginal infection. Concurrent conditions included asthma, hyperlipidemia, swallowing difficult, dizziness, obsessive-compulsive disorder, somatic symptom disorder, perineal pain, fibrosis, endometrium cystic, allergic rhinitis, benign essential hypertension, acute bronchitis, asthma, hyperlipidemia, obesity and menometrorrhagia. Concomitant products included contraceptives nos for birth control as well as antacids (gaviscon), atorvastatin, axotal (fioricet), colecalciferol (vitamin d3), fexofenadine (allegra), ibuprofen (ibuprofen al), metformin, omeprazole (prilosec), oxybutynin, panadeine co (tylenol #3), pantoprazole, ranitidine hydrochloride (ranitidin), sertraline, thomapyrin n (excedrin migraine) and tramadol. On (B)(6) 2009, the patient had essure inserted. On an unknown date, error in f_event_with_onset_srsns_nt:-6502-ora-06502: pl/sql: numeric or value error: character string buffer too small. Detail: line 1 ora-06512: at "bbs_owner.pkg_custom_auto_narrative", line 10282 the patient was treated with surgery (hysterectomy (partial)/ salpingectomy (bilateral removal of fallopian tubes)) and surgery (gallbladder surgery). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, depression, anxiety, tooth disorder, hypersensitivity, affect lability, libido decreased, vaginal haemorrhage, menorrhagia, perfume sensitivity, urinary tract infection, cystitis interstitial, urinary tract disorder, bladder pain, migraine, polycystic ovaries, palpitations, nausea, neurological symptom, dysmenorrhoea, gallbladder operation, dyspareunia, vaginal discharge, visual impairment, gastrointestinal disorder, alopecia, adnexa uteri pain, premenstrual dysphoric disorder, food allergy, coital bleeding, heart rate increased, heart rate irregular, tooth fracture, tooth loss, memory impairment, metabolic syndrome, insulin resistance, allergy to metals, abdominal pain upper, bladder disorder and pollakiuria outcome was unknown, the headache, fatigue, vaginal odour, myalgia and dry skin had resolved and the vision blurred was resolving. The reporter considered abdominal pain upper, adnexa uteri pain, affect lability, allergy to metals, alopecia, amenorrhoea, anxiety, bladder disorder, bladder pain, cognitive disorder, coital bleeding, cystitis interstitial, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, food allergy, gallbladder operation, gastrointestinal disorder, genital haemorrhage, headache, heart rate increased, heart rate irregular, hypersensitivity, hypoaesthesia, insulin resistance, libido decreased, memory impairment, menorrhagia, metabolic syndrome, migraine, myalgia, nausea, neurological symptom, palpitations, pelvic pain, perfume sensitivity, pollakiuria, polycystic ovaries, premenstrual dysphoric disorder, tooth disorder, tooth fracture, tooth loss, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal odour, vision blurred, visual impairment, vitamin d decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2009: trialing coils: left-3 and right 5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) -2009: total bilateral occlusion on (B)(6) 2016, surgical pathology report showed fallopian tubes with mild fibrosis and focal endometrium consistent with cornu. Essure coils present within each fallopian tube. On (B)(6) 2016: "bilateral fallopian tubes with essure coils" are two unoriented, pink-purple, fimbriated segments of fallopian tube, 7.3 x 0.7 cm and 8.5 x 0.7 cm. The proximal end of each tube is red-brown and roughened by cautery. The longer tube is inked. A 2.5 by less than 0.1 cm segment of essure coil is in the proximal end of the shorter tube and a 2.7-cm long by less than 0.1 cm segment of essure coil is in the lumen of the fallopian tube at the proximal end of the longer segment. Representative sections of the proximal end, proximal end with coil, and fimbriated end of each fallopian tube is submitted. Most recent follow-up information incorporated above includes: on 10-jul-2018: correction following company internal coding review. The event " bladder or urinary problems or changes/bladder or urinary problems or changes pain, frequency and feelings as if going to loose control of bladder,are symptoms. I do not remember who first treated me though my primary should have that, and they contin " was splitted in order to capture ¿bladder pain¿ and ¿pollakiuria¿ concepts. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain/pain multiple types of pain"), genital haemorrhage ("abnormal bleeding") and gallbladder operation ("surgery (other) (type of surgery: gallbladder)") in a 30-year-old female patient who had essure (batch no. 6232236320) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included neuropathy, gastrointestinal disorder, disorder gastrointestinal, bladder infection, urinary tract infection and vaginal infection. Concurrent conditions included asthma, hyperlipidemia, swallowing difficult, dizziness, obsessive-compulsive disorder, somatic symptom disorder, perineal pain, fibrosis, endometrium cystic, allergic rhinitis, benign essential hypertension, acute bronchitis, asthma, hyperlipidemia, obesity and menometrorrhagia. Concomitant products included contraceptives nos for birth control as well as antacids (gaviscon), atorvastatin, axotal (fioricet), colecalciferol (vitamin d3), fexofenadine (allegra), ibuprofen (ibuprofen al), metformin, omeprazole (prilosec), oxybutynin, panadeine co (tylenol #3), pantoprazole, ranitidine hydrochloride (ranitidin), sertraline, thomapyrin n (excedrin migraine) and tramadol. On (B)(6) 2009, the patient had essure inserted. On an unknown date, error in f_event_with_onset_srsns_nt:-6502-ora-06502: pl/sql: numeric or value error: character string buffer too small. Detail: line 1 ora-06512: at "bbs_owner.pkg_custom_auto_narrative", line 10282 the patient was treated with surgery (hysterectomy (partial)/ salpingectomy (bilateral removal of fallopian tubes)) and surgery (gallbladder surgery). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, depression, anxiety, hypersensitivity, affect lability, libido decreased, vaginal haemorrhage, menorrhagia, perfume sensitivity, urinary tract infection, cystitis interstitial, urinary tract disorder, bladder pain, migraine, polycystic ovaries, palpitations, nausea, neurological symptom, dysmenorrhoea, gallbladder operation, dyspareunia, vaginal discharge, visual impairment, gastrointestinal disorder, alopecia, adnexa uteri pain, premenstrual dysphoric disorder, food allergy, coital bleeding, heart rate increased, heart rate irregular, tooth fracture, the last episode of tooth disorder, memory impairment, metabolic syndrome, insulin resistance, allergy to metals, abdominal pain upper, bladder disorder and pollakiuria outcome was unknown, the headache, fatigue, vaginal odour, myalgia and dry skin had resolved and the vision blurred was resolving. The reporter considered abdominal pain upper, adnexa uteri pain, affect lability, allergy to metals, alopecia, amenorrhoea, anxiety, bladder disorder, bladder pain, cognitive disorder, coital bleeding, cystitis interstitial, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, food allergy, gallbladder operation, gastrointestinal disorder, genital haemorrhage, headache, heart rate increased, heart rate irregular, hypersensitivity, hypoaesthesia, insulin resistance, libido decreased, memory impairment, menorrhagia, metabolic syndrome, migraine, myalgia, nausea, neurological symptom, palpitations, pelvic pain, perfume sensitivity, pollakiuria, polycystic ovaries, premenstrual dysphoric disorder, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal odour, vision blurred, visual impairment, vitamin d decreased, weight increased, the first episode of tooth disorder and the second episode of tooth disorder to be related to essure. The reporter commented: on 26-may-2009: trialing coils: left-3 and right 5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. On (B)(6) 2016, surgical pathology report showed fallopian tubes with mild fibrosis and focal endometrium consistent with cornu. Essure coils present within each fallopian tube. On (B)(6) 2016: "bilateral fallopian tubes with essure coils" are two unoriented, pink-purple, fimbriated segments of fallopian tube, 7.3 x 0.7 cm and 8.5 x 0.7 cm. The proximal end of each tube is red-brown and roughened by cautery. The longer tube is inked. A 2.5 by less than 0.1 cm segment of essure coil is in the proximal end of the shorter tube and a 2.7-cm long by less than 0.1 cm segment of essure coil is in the lumen of the fallopian tube at the proximal end of the longer segment. Representative sections of the proximal end, proximal end with coil, and fimbriated end of each fallopian tube is submitted. Most recent follow-up information incorporated above includes: on 10-jul-2018: correction following company internal coding review. The event " bladder or urinary problems or changes/bladder or urinary problems or changes pain, frequency and feelings as if going to loose control of bladder,are symptoms. I do not remember who first treated me though my primary should have that, and they contin " was splitted in order to capture ¿bladder pain¿ and ¿pollakiuria¿ concepts. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain/pain multiple types of pain"), genital haemorrhage ("abnormal bleeding") and gallbladder operation ("surgery (other) (type of surgery: gallbladder)") in a 30-year-old female patient who had essure (batch no. 6232236320-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included neuropathy, gastrointestinal disorder, disorder gastrointestinal, bladder infection, urinary tract infection and vaginal infection. Concurrent conditions included asthma, hyperlipidemia, swallowing difficult, dizziness, obsessive-compulsive disorder, somatic symptom disorder, perineal pain, fibrosis, endometrium cystic, allergic rhinitis, benign essential hypertension, acute bronchitis, asthma, hyperlipidemia, obesity and menometrorrhagia. Concomitant products included contraceptives nos for birth control as well as antacids (gaviscon), atorvastatin, axotal (fioricet), colecalciferol (vitamin d3), fexofenadine (allegra), ibuprofen (ibuprofen al), metformin, omeprazole (prilosec), oxybutynin, panadeine co (tylenol #3), pantoprazole, ranitidine hydrochloride (ranitidin), sertraline, thomapyrin n (excedrin migraine) and tramadol. On (B)(6)2009, the patient had essure inserted. On an unknown date, error in f_event_with_onset_srsns_nt:-6502-ora-06502: pl/sql: numeric or value error: character string buffer too small. Detail: line 1 ora-06512: at "bbs_owner.pkg_custom_auto_narrative", line 10282 the patient was treated with surgery (hysterectomy (partial)/ salpingectomy (bilateral removal of fallopian tubes)) and surgery (gallbladder surgery). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, depression, anxiety, hypersensitivity, affect lability, libido decreased, vaginal haemorrhage, menorrhagia, perfume sensitivity, urinary tract infection, cystitis interstitial, urinary tract disorder, bladder pain, migraine, polycystic ovaries, palpitations, nausea, neurological symptom, dysmenorrhoea, gallbladder operation, dyspareunia, vaginal discharge, visual impairment, gastrointestinal disorder, alopecia, adnexa uteri pain, premenstrual dysphoric disorder, food allergy, coital bleeding, heart rate increased, heart rate irregular, tooth fracture, the last episode of tooth disorder, memory impairment, metabolic syndrome, insulin resistance, allergy to metals, abdominal pain upper, bladder disorder and pollakiuria outcome was unknown, the headache, fatigue, vaginal odour, myalgia and dry skin had resolved and the vision blurred was resolving. The reporter considered abdominal pain upper, adnexa uteri pain, affect lability, allergy to metals, alopecia, amenorrhoea, anxiety, bladder disorder, bladder pain, cognitive disorder, coital bleeding, cystitis interstitial, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, food allergy, gallbladder operation, gastrointestinal disorder, genital haemorrhage, headache, heart rate increased, heart rate irregular, hypersensitivity, hypoaesthesia, insulin resistance, libido decreased, memory impairment, menorrhagia, metabolic syndrome, migraine, myalgia, nausea, neurological symptom, palpitations, pelvic pain, perfume sensitivity, pollakiuria, polycystic ovaries, premenstrual dysphoric disorder, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal odour, vision blurred, visual impairment, vitamin d decreased, weight increased, the first episode of tooth disorder and the second episode of tooth disorder to be related to essure. The reporter commented: on (B)(6)2009: trialing coils: left-3 and right 5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: total bilateral occlusion on (B)(6)2016, surgical pathology report showed fallopian tubes with mild fibrosis and focal endometrium consistent with cornu. Essure coils present within each fallopian tube. On (B)(6)2016: "bilateral fallopian tubes with essure coils" are two unoriented, pink-purple, fimbriated segments of fallopian tube, 7.3 x 0.7 cm and 8.5 x 0.7 cm. The proximal end of each tube is red-brown and roughened by cautery. The longer tube is inked. A 2.5 by less than 0.1 cm segment of essure coil is in the proximal end of the shorter tube and a 2.7-cm long by less than 0.1 cm segment of essure coil is in the lumen of the fallopian tube at the proximal end of the longer segment. Representative sections of the proximal end, proximal end with coil, and fimbriated end of each fallopian tube is submitted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coils fragment'), device dislocation ('cant find coils fragment'), pelvic pain ('pelvic pain, pain/pain multiple types of pain'), genital haemorrhage ('abnormal bleeding') and gallbladder operation ('surgery (other) (type of surgery: gallbladder)') in a 30-year-old female patient who had essure (batch no. 6232236320-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included neuropathy, gastrointestinal disorder, disorder gastrointestinal, bladder infection, urinary tract infection and vaginal infection. Concurrent conditions included asthma, hyperlipidemia, swallowing difficult, dizziness, obsessive-compulsive disorder, somatic symptom disorder, perineal pain, fibrosis, endometrium cystic, allergic rhinitis, benign essential hypertension, acute bronchitis, asthma, hyperlipidemia, obesity and menometrorrhagia. Concomitant products included contraceptives for birth control as well as acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), atorvastatin, butalbital;caffeine;paracetamol (fioricet), codeine phosphate;paracetamol (tylenol with codeine no.3), colecalciferol (vitamin d3), fexofenadine hydrochloride (allegra), ibuprofen (ibuprofen al), metformin, omeprazole (prilosec), oxybutynin, pantoprazole, ranitidine hydrochloride (ranitidin), sertraline and tramadol. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced hypersensitivity ("allergic reactions"). Error in f_event_with_onset_srsns_nt:-6502-ora-06502: pl/sql: numeric or value error: character string buffer too small. Detail: line 1 ora-06512: at "bbs_owner.pkg_custom_auto_narrative", line 11718. The patient was treated with surgery (gallbladder surgery and hysterectomy (partial)/ salpingectomy (bilateral removal of fallopian tubes,cervix and uterus). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, pelvic pain, genital haemorrhage, weight increased, depression, anxiety, hypersensitivity, affect lability, libido decreased, vaginal haemorrhage, menorrhagia, perfume sensitivity, urinary tract infection, cystitis interstitial, urinary tract disorder, bladder pain, migraine, polycystic ovaries, palpitations, nausea, neurological symptom, dysmenorrhoea, gallbladder operation, dyspareunia, vaginal discharge, visual impairment, gastrointestinal disorder, alopecia, adnexa uteri pain, premenstrual dysphoric disorder, food allergy, coital bleeding, heart rate increased, heart rate irregular, tooth fracture, the last episode of tooth disorder, memory impairment, cardiometabolic syndrome, insulin resistance, allergy to metals, abdominal pain upper, bladder disorder, pollakiuria, pain, pain in extremity, neck pain, breast pain, stomatitis, inflammation, mast cell activation syndrome, biopsy bone marrow and complication of device removal outcome was unknown, the headache, fatigue, vaginal odour, myalgia and dry skin had resolved and the vision blurred was resolving. The reporter considered abdominal pain upper, adnexa uteri pain, affect lability, allergy to metals, alopecia, amenorrhoea, anxiety, biopsy bone marrow, bladder disorder, bladder pain, breast pain, cardiometabolic syndrome, cognitive disorder, coital bleeding, complication of device removal, cystitis interstitial, depression, device breakage, device dislocation, dry skin, dysmenorrhoea, dyspareunia, fatigue, food allergy, gallbladder operation, gastrointestinal disorder, genital haemorrhage, headache, heart rate increased, heart rate irregular, hypersensitivity, hypoaesthesia, inflammation, insulin resistance, libido decreased, mast cell activation syndrome, memory impairment, menorrhagia, migraine, myalgia, nausea, neck pain, neurological symptom, pain, pain in extremity, palpitations, pelvic pain, perfume sensitivity, pollakiuria, polycystic ovaries, premenstrual dysphoric disorder, stomatitis, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal odour, vision blurred, visual impairment, vitamin d decreased, weight increased, the first episode of tooth disorder and the second episode of tooth disorder to be related to essure. The reporter commented: on (B)(6) 2009: trialing coils: left-3 and right 5. Second one hysterectomy leaving only ovaries and that was a year ago in april. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2016, surgical pathology report showed fallopian tubes with mild fibrosis and focal endometrium consistent with cornu. Essure coils present within each fallopian tube. On (B)(6) 2016: "bilateral fallopian tubes with essure coils" are two unoriented, pink-purple, fimbriated segments of fallopian tube, 7.3 x 0.7 cm and 8.5 x 0.7 cm. The proximal end of each tube is red-brown and roughened by cautery. The longer tube is inked. A 2.5 by less than 0.1 cm segment of essure coil is in the proximal end of the shorter tube and a 2.7-cm long by less than 0.1 cm segment of essure coil is in the lumen of the fallopian tube at the proximal end of the longer segment. Representative sections of the proximal end, proximal end with coil, and fimbriated end of each fallopian tube is submitted. Concerning the injuries reported in this case, the following ones were reported via social media: stomatitis, inflammation, mast cell activation syndrome, biopsy bone marrow, pain in extremity, neck pain and breast pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2019: social media received.reporters information added. Event: coil fragments were added.eevnt:cant find any coils fragments,cant find any coils fragments (device dislocation) were added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coils fragment'), device dislocation ('cant find coils fragment'), pelvic pain ('pelvic pain, pain/pain multiple types of pain'), genital haemorrhage ('abnormal bleeding') and gallbladder operation ('surgery (other) (type of surgery: gallbladder)') in a 30-year-old female patient who had essure (batch no. 6232236320 not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included neuropathy, gastrointestinal disorder, disorder gastrointestinal, bladder infection, urinary tract infection and vaginal infection. Concurrent conditions included asthma, hyperlipidemia, swallowing difficult, dizziness, obsessive-compulsive disorder, somatic symptom disorder, perineal pain, fibrosis, endometrium cystic, allergic rhinitis, benign essential hypertension, acute bronchitis, asthma, hyperlipidemia, obesity and menometrorrhagia. Concomitant products included contraceptives for birth control as well as acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), atorvastatin, butalbital;caffeine;paracetamol (fioricet), codeine phosphate;paracetamol (tylenol with codeine no.3), colecalciferol (vitamin d3), fexofenadine hydrochloride (allegra), ibuprofen (ibuprofen al), metformin, omeprazole (prilosec), oxybutynin, pantoprazole, ranitidine hydrochloride (ranitidin), sertraline and tramadol. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced hypersensitivity ("allergic reactions"). Error in f_event_with_onset_srsns_nt:-6502-ora-06502: pl/sql: numeric or value error: character string buffer too small. Detail: line 1 ora-06512: at "bbs_owner.pkg_custom_auto_narrative", line 11718. The patient was treated with surgery (gallbladder surgery and hysterectomy (partial)/ salpingectomy (bilateral removal of fallopian tubes,cervix and uterus). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, pelvic pain, genital haemorrhage, weight increased, depression, anxiety, hypersensitivity, affect lability, libido decreased, vaginal haemorrhage, menorrhagia, perfume sensitivity, urinary tract infection, cystitis interstitial, urinary tract disorder, bladder pain, migraine, polycystic ovaries, palpitations, nausea, neurological symptom, dysmenorrhoea, gallbladder operation, dyspareunia, vaginal discharge, visual impairment, gastrointestinal disorder, alopecia, adnexa uteri pain, premenstrual dysphoric disorder, food allergy, coital bleeding, heart rate increased, heart rate irregular, tooth fracture, the last episode of tooth disorder, memory impairment, cardiometabolic syndrome, insulin resistance, allergy to metals, abdominal pain upper, bladder disorder, pollakiuria, pain, pain in extremity, neck pain, breast pain, stomatitis, inflammation, mast cell activation syndrome, biopsy bone marrow and complication of device removal outcome was unknown, the headache, fatigue, vaginal odour, myalgia and dry skin had resolved and the vision blurred was resolving. The reporter considered abdominal pain upper, adnexa uteri pain, affect lability, allergy to metals, alopecia, amenorrhoea, anxiety, biopsy bone marrow, bladder disorder, bladder pain, breast pain, cardiometabolic syndrome, cognitive disorder, coital bleeding, complication of device removal, cystitis interstitial, depression, device breakage, device dislocation, dry skin, dysmenorrhoea, dyspareunia, fatigue, food allergy, gallbladder operation, gastrointestinal disorder, genital haemorrhage, headache, heart rate increased, heart rate irregular, hypersensitivity, hypoaesthesia, inflammation, insulin resistance, libido decreased, mast cell activation syndrome, memory impairment, menorrhagia, migraine, myalgia, nausea, neck pain, neurological symptom, pain, pain in extremity, palpitations, pelvic pain, perfume sensitivity, pollakiuria, polycystic ovaries, premenstrual dysphoric disorder, stomatitis, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal odour, vision blurred, visual impairment, vitamin d decreased, weight increased, the first episode of tooth disorder and the second episode of tooth disorder to be related to essure. The reporter commented: on (B)(6) 2009: trialing coils: left-3 and right 5. Second one hysterectomy leaving only ovaries and that was a year ago in april. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2016, surgical pathology report showed fallopian tubes with mild fibrosis and focal endometrium consistent with cornu. Essure coils present within each fallopian tube. On (B)(6) 2016: "bilateral fallopian tubes with essure coils" are two unoriented, pink-purple, fimbriated segments of fallopian tube, 7.3 x 0.7 cm and 8.5 x 0.7 cm. The proximal end of each tube is red-brown and roughened by cautery. The longer tube is inked. A 2.5 by less than 0.1 cm segment of essure coil is in the proximal end of the shorter tube and a 2.7-cm long by less than 0.1 cm segment of essure coil is in the lumen of the fallopian tube at the proximal end of the longer segment. Representative sections of the proximal end, proximal end with coil, and fimbriated end of each fallopian tube is submitted. Concerning the injuries reported in this case, the following ones were reported via social media: stomatitis, inflammation, mast cell activation syndrome, biopsy bone marrow, pain in extremity, neck pain and breast pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: quality safety evaluation of product technical problem. Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain/pain multiple types of pain'), genital haemorrhage ('abnormal bleeding') and gallbladder operation ('surgery (other) (type of surgery: gallbladder)') in a 30-year-old female patient who had essure (batch no. 6232236320-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included neuropathy, gastrointestinal disorder, disorder gastrointestinal, bladder infection, urinary tract infection and vaginal infection. Concurrent conditions included asthma, hyperlipidemia, swallowing difficult, dizziness, obsessive-compulsive disorder, somatic symptom disorder, perineal pain, fibrosis, endometrium cystic, allergic rhinitis, benign essential hypertension, acute bronchitis, asthma, hyperlipidemia, obesity and menometrorrhagia. Concomitant products included contraceptives nos for birth control as well as acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), atorvastatin, butalbital;caffeine;paracetamol (fioricet), codeine phosphate;paracetamol (tylenol with codeine no.3), colecalciferol (vitamin d3), drugs for acid related disorders, fexofenadine hydrochloride (allegra), ibuprofen (ibuprofen al), metformin, omeprazole (prilosec), oxybutynin, pantoprazole, ranitidine hydrochloride (ranitidin), sertraline and tramadol. Error in f_prod_evt_latency_info:-22835-ora-22835: buffer too small for clob to char or blob to raw conversion (actual: 4177, maximum: 4000). Detail: line 12087 the patient was treated with surgery (gallbladder surgery and hysterectomy (partial)/ salpingectomy (bilateral removal of fallopian tubes,cervix and uterus). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, depression, anxiety, hypersensitivity, affect lability, libido decreased, vaginal haemorrhage, menorrhagia, perfume sensitivity, urinary tract infection, cystitis interstitial, urinary tract disorder, bladder pain, migraine, polycystic ovaries, palpitations, nausea, neurological symptom, dysmenorrhoea, gallbladder operation, dyspareunia, vaginal discharge, visual impairment, gastrointestinal disorder, alopecia, adnexa uteri pain, premenstrual dysphoric disorder, food allergy, coital bleeding, heart rate increased, heart rate irregular, tooth fracture, the last episode of tooth disorder, memory impairment, cardiometabolic syndrome, insulin resistance, allergy to metals, abdominal pain upper, bladder disorder, pollakiuria, pain, pain in extremity, neck pain, breast pain, stomatitis, inflammation, mast cell activation syndrome and biopsy bone marrow outcome was unknown, the headache, fatigue, vaginal odour, myalgia and dry skin had resolved and the vision blurred was resolving. The reporter considered abdominal pain upper, adnexa uteri pain, affect lability, allergy to metals, alopecia, amenorrhoea, anxiety, biopsy bone marrow, bladder disorder, bladder pain, breast pain, cardiometabolic syndrome, cognitive disorder, coital bleeding, cystitis interstitial, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, food allergy, gallbladder operation, gastrointestinal disorder, genital haemorrhage, headache, heart rate increased, heart rate irregular, hypersensitivity, hypoaesthesia, inflammation, insulin resistance, libido decreased, mast cell activation syndrome, memory impairment, menorrhagia, migraine, myalgia, nausea, neck pain, neurological symptom, pain, pain in extremity, palpitations, pelvic pain, perfume sensitivity, pollakiuria, polycystic ovaries, premenstrual dysphoric disorder, stomatitis, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal odour, vision blurred, visual impairment, vitamin d decreased, weight increased, the first episode of tooth disorder and the second episode of tooth disorder to be related to essure. The reporter commented: on (B)(6) 2009: trialing coils: left-3 and right 5. Second one hysterectomy leaving only ovaries and that was a year ago in april. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2016, surgical pathology report showed fallopian tubes with mild fibrosis and focal endometrium consistent with cornu. Essure coils present within each fallopian tube. On (B)(6) 2016: "bilateral fallopian tubes with essure coils" are two unoriented, pink-purple, fimbriated segments of fallopian tube, 7.3 x 0.7 cm and 8.5 x 0.7 cm. The proximal end of each tube is red-brown and roughened by cautery. The longer tube is inked. A 2.5 by less than 0.1 cm segment of essure coil is in the proximal end of the shorter tube and a 2.7-cm long by less than 0.1 cm segment of essure coil is in the lumen of the fallopian tube at the proximal end of the longer segment. Representative sections of the proximal end, proximal end with coil, and fimbriated end of each fallopian tube is submitted. Concerning the injuries reported in this case, the following ones were reported via social media: stomatitis, inflammation, mast cell activation syndrome, biopsy bone marrow, pain in extremity, neck pain and breast pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: social media received - new events pain only on right side feet, hands, arm, neck pain, breast pain, roof of my mouth on the right side became inflammation, inflammation I was feeling in my body, mcas and bone marrow biopsy were added. New reporter were added. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain/pain multiple types of pain"), genital haemorrhage ("abnormal bleeding") and gallbladder operation ("surgery (other) (type of surgery: gallbladder)") in a 30-year-old female patient who had essure (batch no. 6232236320-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included neuropathy, gastrointestinal disorder, disorder gastrointestinal, bladder infection, urinary tract infection and vaginal infection. Concurrent conditions included asthma, hyperlipidemia, swallowing difficult, dizziness, obsessive-compulsive disorder, somatic symptom disorder, perineal pain, fibrosis, endometrium cystic, allergic rhinitis, benign essential hypertension, acute bronchitis, asthma, hyperlipidemia, obesity and menometrorrhagia. Concomitant products included contraceptives nos for birth control as well as antacids (gaviscon), atorvastatin, axotal (fioricet), cholecalciferol (vitamin d3), fexofenadine (allegra), ibuprofen (ibuprofen al), metformin, omeprazole (prilosec), oxybutynin, panadiene co (tylenol #3), pantoprazole, ranitidine hydrochloride (ranitidin), sertraline, thomapyrin n (excedrin migraine) and tramadol. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced weight increased ("weight gain"), libido decreased ("hormonal changes: decrease libido"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding: menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)/painful intercourse"), amenorrhoea ("I missed periods for months at a time sometimes"), premenstrual dysphoric disorder ("hormonal changes-pmdd"), coital bleeding ("bleeding after sex") and vaginal odour ("strange smell from vagina, husband could smell as well. Complained about the smell and pain. No treatment just told my cervix was fried and that's why it bled during/after sex. It was all the time eventually"). In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), alopecia ("hair loss/my hair thinned considerably.") And pain ("pain (multiple types of pain)"). In (B)(6) 2010, the patient underwent gallbladder operation (seriousness criterion medically significant). In 2011, the patient experienced hypersensitivity ("allergic reactions"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression nos"), anxiety ("anxiety/ psychological or psychiatric problems (condition: anxiety came back intensely after many years without and existing made worse.)"), the first episode of tooth disorder ("dental issues/dental problems"), headache ("headaches/ pain in headaches changed after essure implanted and lasted everyday after a certain date, though do not remember when that date is, when I no longer saw a neurologist, my primary doctor office prescribed medication"), affect lability ("hormonal changes: intense emotional ups and downs"), perfume sensitivity ("allergic or hypersensitivity (type: scents allergy)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): urinary tract infection"), cystitis interstitial ("infection (bladder/ urinary tract/vaginal): interstitial cystitis"), urinary tract disorder ("bladder or urinary problems or changes"), bladder pain ("bladder or urinary problems or changes/bladder or urinary problems or changes pain, frequency and feelings as if going to loose control of bladder,are symptoms. I do not remember who first treated me though my primary should have that, and they contin"), migraine ("migraine"), polycystic ovaries ("reproductive system disorder or condition type of disorder or condition: pcos"), palpitations ("blood or heart disorder/condition type: palpitation"), nausea ("nausea/ nausea off and on."), neurological symptom ("neurological condition or problems (type: increased some existing condition symptoms)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type: decline in vision"), vision blurred ("vision/eye problems (type: blurred vision)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: existing conditions worsened"), adnexa uteri pain ("pain that came out of nowhere felt like stabbing in my pelvic or ovary area"), food allergy ("allergic or hypersensitivity reaction-type: I have what I call flare ups still as an after affect of essure in so long, very sensitive to scents and being overworked sometimes and I believe certain foods."), heart rate increased ("blood or heart disorder/condition-type: at first heart would beat fast just for walking down hallway or from the carto grocery store entrance."), heart rate irregular ("after a while it would randomly beat wildly and go from 80 to 130 something in a few second son its own I could be standing, walking, laying down and relaxing, trying to shower, do laundry."), tooth fracture ("teeth cracking"), the second episode of tooth disorder ("teeth falling apart"), hypoaesthesia ("numbing and tightening of face"), memory impairment ("decline in memory"), cognitive disorder ("decline in cognitive function"), metabolic syndrome ("metabolic syndrome"), insulin resistance ("insulin resistance"), vitamin d decreased ("low vitamin d"), myalgia ("shoulder and neck pain"), allergy to metals ("nickel allergy") with rash papular, urticaria and pruritus, abdominal pain upper ("upper left quadrant"), dry skin ("dry spot on face"), bladder disorder ("bladder or urinary problems or changes/bladder or urinary problems or changes pain, frequency and feelings as if going to loose control of bladder,are symptoms. I do not remember who first treated me though my primary should have that, and they contin") and pollakiuria ("bladder or urinary problems or changes/bladder or urinary problems or changes pain, frequency and feelings as if going to loose control of bladder,are symptoms. I do not remember who first treated me though my primary should have that, and they contin"). The patient was treated with surgery (hysterectomy (partial)/ salpingectomy (bilateral removal of fallopian tubes,cervix and uterus) and surgery (gallbladder surgery). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, depression, anxiety, hypersensitivity, affect lability, libido decreased, vaginal haemorrhage, menorrhagia, perfume sensitivity, urinary tract infection, cystitis interstitial, urinary tract disorder, bladder pain, migraine, polycystic ovaries, palpitations, nausea, neurological symptom, dysmenorrhoea, gallbladder operation, dyspareunia, vaginal discharge, visual impairment, gastrointestinal disorder, alopecia, adnexa uteri pain, premenstrual dysphoric disorder, food allergy, coital bleeding, heart rate increased, heart rate irregular, tooth fracture, the last episode of tooth disorder, memory impairment, metabolic syndrome, insulin resistance, allergy to metals, abdominal pain upper, bladder disorder, pollakiuria and pain outcome was unknown, the headache, fatigue, vaginal odour, myalgia and dry skin had resolved and the vision blurred was resolving. The reporter considered abdominal pain upper, adnexa uteri pain, affect lability, allergy to metals, alopecia, amenorrhoea, anxiety, bladder disorder, bladder pain, cognitive disorder, coital bleeding, cystitis interstitial, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, food allergy, gallbladder operation, gastrointestinal disorder, genital haemorrhage, headache, heart rate increased, heart rate irregular, hypersensitivity, hypoaesthesia, insulin resistance, libido decreased, memory impairment, menorrhagia, metabolic syndrome, migraine, myalgia, nausea, neurological symptom, pain, palpitations, pelvic pain, perfume sensitivity, pollakiuria, polycystic ovaries, premenstrual dysphoric disorder, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal odour, vision blurred, visual impairment, vitamin d decreased, weight increased, the first episode of tooth disorder and the second episode of tooth disorder to be related to essure. The reporter commented: on (B)(6) 2009: trailing coils: left-3 and right 5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. On (B)(6) 2016, surgical pathology report showed fallopian tubes with mild fibrosis and focal endometrium consistent with cornu. Essure coils present within each fallopian tube. On (B)(6) 2016: "bilateral fallopian tubes with essure coils" are two unoriented, pink-purple, fimbriated segments of fallopian tube, 7.3 x 0.7 cm and 8.5 x 0.7 cm. The proximal end of each tube is red-brown and roughened by cautery. The longer tube is inked. A 2.5 by less than 0.1 cm segment of essure coil is in the proximal end of the shorter tube and a 2.7-cm long by less than 0.1 cm segment of essure coil is in the lumen of the fallopian tube at the proximal end of the longer segment. Representative sections of the proximal end, proximal end with coil, and fimbriated end of each fallopian tube is submitted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfc received. New events "pain nos" was added. Onset dates were added. Surgery was added. Patient information was updated. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coils fragment'), device dislocation ('cant find coils fragment') and pelvic pain ('pelvic pain, pain/pain multiple types of pain') in a 30-year-old female patient who had essure (batch no. 632025,623223) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included neuropathy, gastrointestinal disorder, disorder gastrointestinal, bladder infection, urinary tract infection and vaginal infection. Concurrent conditions included asthma, hyperlipidemia, swallowing difficult, dizziness, obsessive-compulsive disorder, somatic symptom disorder, perineal pain, fibrosis, endometrium cystic, allergic rhinitis, benign essential hypertension, acute bronchitis, asthma, hyperlipidemia, obesity and menometrorrhagia. Concomitant products included contraceptives for birth control as well as acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), atorvastatin, butalbital;caffeine;paracetamol (fioricet), codeine phosphate;paracetamol (tylenol with codeine no.3), colecalciferol (vitamin d3), fexofenadine hydrochloride (allegra), ibuprofen (ibuprofen al), metformin, omeprazole (prilosec), oxybutynin, pantoprazole, ranitidine hydrochloride (ranitidin), sertraline and tramadol. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced hypersensitivity ("allergic reactions"). Error in f_event_with_onset_srsns_nt:-6502-ora-06502: pl/sql: numeric or value error: character string buffer too small. Detail: line 1 ora-06512: at "bbs_owner.pkg_custom_auto_narrative", line 11718. The patient was treated with surgery (gallbladder surgery and hysterectomy (partial)/ salpingectomy (bilateral removal of fallopian tubes,cervix and uterus). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, pelvic pain, genital haemorrhage, weight increased, depression, anxiety, hypersensitivity, affect lability, libido decreased, vaginal haemorrhage, menorrhagia, perfume sensitivity, urinary tract infection, cystitis interstitial, urinary tract disorder, bladder pain, migraine, polycystic ovaries, palpitations, nausea, neurological symptom, dysmenorrhoea, gallbladder operation, dyspareunia, vaginal discharge, visual impairment, gastrointestinal disorder, alopecia, adnexa uteri pain, premenstrual dysphoric disorder, food allergy, coital bleeding, heart rate increased, heart rate irregular, tooth fracture, the last episode of tooth disorder, memory impairment, cardiometabolic syndrome, insulin resistance, allergy to metals, abdominal pain upper, bladder disorder, pollakiuria, pain, pain in extremity, neck pain, breast pain, stomatitis, inflammation, mast cell activation syndrome, biopsy bone marrow and complication of device removal outcome was unknown, the headache, fatigue, vaginal odour, myalgia and dry skin had resolved and the vision blurred was resolving. The reporter considered abdominal pain upper, adnexa uteri pain, affect lability, allergy to metals, alopecia, amenorrhoea, anxiety, biopsy bone marrow, bladder disorder, bladder pain, breast pain, cardiometabolic syndrome, cognitive disorder, coital bleeding, complication of device removal, cystitis interstitial, depression, device breakage, device dislocation, dry skin, dysmenorrhoea, dyspareunia, fatigue, food allergy, gallbladder operation, gastrointestinal disorder, genital haemorrhage, headache, heart rate increased, heart rate irregular, hypersensitivity, hypoaesthesia, inflammation, insulin resistance, libido decreased, mast cell activation syndrome, memory impairment, menorrhagia, migraine, myalgia, nausea, neck pain, neurological symptom, pain, pain in extremity, palpitations, pelvic pain, perfume sensitivity, pollakiuria, polycystic ovaries, premenstrual dysphoric disorder, stomatitis, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal odour, vision blurred, visual impairment, vitamin d decreased, weight increased, the first episode of tooth disorder and the second episode of tooth disorder to be related to essure. The reporter commented: on (B)(6) 2009: trialing coils: left-3 and right 5. Second one hysterectomy leaving only ovaries and that was a year ago in april. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2016, surgical pathology report showed fallopian tubes with mild fibrosis and focal endometrium consistent with cornu. Essure coils present within each fallopian tube. On (B)(6) 2016: "bilateral fallopian tubes with essure coils" are two unoriented, pink-purple, fimbriated segments of fallopian tube, 7.3 x 0.7 cm and 8.5 x 0.7 cm. The proximal end of each tube is red-brown and roughened by cautery. The longer tube is inked. A 2.5 by less than 0.1 cm segment of essure coil is in the proximal end of the shorter tube and a 2.7-cm long by less than 0.1 cm segment of essure coil is in the lumen of the fallopian tube at the proximal end of the longer segment. Representative sections of the proximal end, proximal end with coil, and fimbriated end of each fallopian tube is submitted. Concerning the injuries reported in this case, the following ones were reported via social media: stomatitis, inflammation, mast cell activation syndrome, biopsy bone marrow, pain in extremity, neck pain and breast pain. Lot number: 6232236320 not valid. Most recent follow-up information incorporated above includes: on 23-jan-2020: medical records received: new essure lot numbers added. On 23-jan-2020: lot number section due to character limit updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coils fragment'), device dislocation ('cant find coils fragment') and pelvic pain ('pelvic pain, pain/pain multiple types of pain') in a 30-year-old female patient who had essure (batch no. 6232236320-inv,632025,623223) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included neuropathy, gastrointestinal disorder, disorder gastrointestinal, bladder infection, urinary tract infection and vaginal infection. Concurrent conditions included asthma, hyperlipidemia, swallowing difficult, dizziness, obsessive-compulsive disorder, somatic symptom disorder, perineal pain, fibrosis, endometrium cystic, allergic rhinitis, benign essential hypertension, acute bronchitis, asthma, hyperlipidemia, obesity and menometrorrhagia. Concomitant products included contraceptives for birth control as well as acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), atorvastatin, butalbital;caffeine;paracetamol (fioricet), codeine phosphate;paracetamol (tylenol with codeine no.3), colecalciferol (vitamin d3), fexofenadine hydrochloride (allegra), ibuprofen (ibuprofen al), metformin, omeprazole (prilosec), oxybutynin, pantoprazole, ranitidine hydrochloride (ranitidin), sertraline and tramadol. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced hypersensitivity ("allergic reactions"). Error in f_event_with_onset_srsns_nt:-6502-ora-06502: pl/sql: numeric or value error: character string buffer too small. Detail: line 1 ora-06512: at "bbs_owner.pkg_custom_auto_narrative", line 11718. The patient was treated with surgery (gallbladder surgery and hysterectomy (partial)/ salpingectomy (bilateral removal of fallopian tubes,cervix and uterus). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, pelvic pain, genital haemorrhage, weight increased, depression, anxiety, hypersensitivity, affect lability, libido decreased, vaginal haemorrhage, menorrhagia, perfume sensitivity, urinary tract infection, cystitis interstitial, urinary tract disorder, bladder pain, migraine, polycystic ovaries, palpitations, nausea, neurological symptom, dysmenorrhoea, gallbladder operation, dyspareunia, vaginal discharge, visual impairment, gastrointestinal disorder, alopecia, adnexa uteri pain, premenstrual dysphoric disorder, food allergy, coital bleeding, heart rate increased, heart rate irregular, tooth fracture, the last episode of tooth disorder, memory impairment, cardiometabolic syndrome, insulin resistance, allergy to metals, abdominal pain upper, bladder disorder, pollakiuria, pain, pain in extremity, neck pain, breast pain, stomatitis, inflammation, mast cell activation syndrome, biopsy bone marrow and complication of device removal outcome was unknown, the headache, fatigue, vaginal odour, myalgia and dry skin had resolved and the vision blurred was resolving. The reporter considered abdominal pain upper, adnexa uteri pain, affect lability, allergy to metals, alopecia, amenorrhoea, anxiety, biopsy bone marrow, bladder disorder, bladder pain, breast pain, cardiometabolic syndrome, cognitive disorder, coital bleeding, complication of device removal, cystitis interstitial, depression, device breakage, device dislocation, dry skin, dysmenorrhoea, dyspareunia, fatigue, food allergy, gallbladder operation, gastrointestinal disorder, genital haemorrhage, headache, heart rate increased, heart rate irregular, hypersensitivity, hypoaesthesia, inflammation, insulin resistance, libido decreased, mast cell activation syndrome, memory impairment, menorrhagia, migraine, myalgia, nausea, neck pain, neurological symptom, pain, pain in extremity, palpitations, pelvic pain, perfume sensitivity, pollakiuria, polycystic ovaries, premenstrual dysphoric disorder, stomatitis, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal odour, vision blurred, visual impairment, vitamin d decreased, weight increased, the first episode of tooth disorder and the second episode of tooth disorder to be related to essure. The reporter commented: on (B)(6) 2009: trialing coils: left-3 and right 5. Second one hysterectomy leaving only ovaries and that was a year ago in april. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2016, surgical pathology report showed fallopian tubes with mild fibrosis and focal endometrium consistent with cornu. Essure coils present within each fallopian tube. On (B)(6) 2016: "bilateral fallopian tubes with essure coils" are two unoriented, pink-purple, fimbriated segments of fallopian tube, 7.3 x 0.7 cm and 8.5 x 0.7 cm. The proximal end of each tube is red-brown and roughened by cautery. The longer tube is inked. A 2.5 by less than 0.1 cm segment of essure coil is in the proximal end of the shorter tube and a 2.7-cm long by less than 0.1 cm segment of essure coil is in the lumen of the fallopian tube at the proximal end of the longer segment. Representative sections of the proximal end, proximal end with coil, and fimbriated end of each fallopian tube is submitted. Concerning the injuries reported in this case, the following ones were reported via social media: stomatitis, inflammation, mast cell activation syndrome, biopsy bone marrow, pain in extremity, neck pain and breast pain. Lot number: 6232236320 not valid. Lot number 6232236320 is invalid. Lot number:623223, manufacture date: 2009-03, expiration date: 2012-03. Lot number:632025, manufacture date: 2009-04, expiration date: 2012-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality-safety evaluation of ptc. (Product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coil sticking out of tube/ one side was close to perforating my tube'), device breakage ('coils fragment'), device dislocation ('cant find coils fragment') and pelvic pain ('pelvic pain, pain/pain multiple types of pain') in a 30-year-old female patient who had essure (batch no. 6232236320-inv,632025,623223) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included neuropathy, gastrointestinal disorder, disorder gastrointestinal, bladder infection, urinary tract infection, and vaginal infection. Concurrent conditions included asthma, hyperlipidemia, swallowing difficult, dizziness, obsessive-compulsive disorder, somatic symptom disorder, perineal pain, fibrosis, endometrium cystic, allergic rhinitis, benign essential hypertension, acute bronchitis, asthma, hyperlipidemia, obesity, and menometrorrhagia. Concomitant products included contraceptives for birth control as well as acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), atorvastatin, butalbital;caffeine;paracetamol (fioricet), codeine phosphate;paracetamol (tylenol with codeine no.3), colecalciferol (vitamin d3), fexofenadine hydrochloride (allegra), ibuprofen (ibuprofen al), metformin, omeprazole (prilosec), oxybutynin, pantoprazole, ranitidine hydrochloride (ranitidin), sertraline, and tramadol. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced hypersensitivity ("allergic reactions"). Error in f_event_with_onset_srsns_nt:-6502-ora-06502: pl/sql: numeric or value error: character string buffer too small. Detail: line 1 ora-06512: at "bbs_owner.pkg_custom_auto_narrative", line 11718. The patient was treated with surgery (gallbladder surgery and hysterectomy (partial)/ salpingectomy (bilateral removal of fallopian tubes,cervix and uterus). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, pelvic pain, genital haemorrhage, weight increased, depression, anxiety, hypersensitivity, affect lability, libido decreased, vaginal haemorrhage, menorrhagia, perfume sensitivity, urinary tract infection, cystitis interstitial, urinary tract disorder, bladder pain, migraine, polycystic ovaries, palpitations, nausea, neurological symptom, dysmenorrhoea, gallbladder operation, dyspareunia, vaginal discharge, visual impairment, irritable bowel syndrome, alopecia, adnexa uteri pain, premenstrual dysphoric disorder, food allergy, coital bleeding, heart rate increased, heart rate irregular, tooth fracture, the last episode of tooth disorder, memory impairment, cardiometabolic syndrome, insulin resistance, allergy to metals, abdominal pain upper, bladder disorder, pollakiuria, pain, pain in extremity, neck pain, breast pain, stomatitis, inflammation, mast cell activation syndrome, biopsy bone marrow, complication of device removal, hiatus hernia, gastrooesophageal reflux disease, hypersensitivity vasculitis, neuropathy peripheral, back pain, tinnitus, feeling abnormal and adrenal disorder outcome was unknown, the headache, fatigue, vaginal odour, myalgia and dry skin had resolved, the vision blurred was resolving and the abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain upper, adnexa uteri pain, adrenal disorder, affect lability, allergy to metals, alopecia, amenorrhoea, anxiety, back pain, biopsy bone marrow, bladder disorder, bladder pain, breast pain, cardiometabolic syndrome, cognitive disorder, coital bleeding, complication of device removal, cystitis interstitial, depression, device breakage, device dislocation, dry skin, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, food allergy, gallbladder operation, gastrooesophageal reflux disease, genital haemorrhage, headache, heart rate increased, heart rate irregular, hiatus hernia, hypersensitivity, hypersensitivity vasculitis, hypoaesthesia, inflammation, insulin resistance, irritable bowel syndrome, libido decreased, mast cell activation syndrome, memory impairment, menorrhagia, migraine, myalgia, nausea, neck pain, neurological symptom, neuropathy peripheral, pain, pain in extremity, palpitations, pelvic pain, perfume sensitivity, pollakiuria, polycystic ovaries, premenstrual dysphoric disorder, stomatitis, tinnitus, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal odour, vision blurred, visual impairment, vitamin d decreased, weight increased, the first episode of tooth disorder and the second episode of tooth disorder to be related to essure. The reporter commented: on (B)(6) 2009: trialing coils: left-3 and right 5. Second one hysterectomy leaving only ovaries and that was a year ago in (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2016, surgical pathology report showed fallopian tubes with mild fibrosis and focal endometrium consistent with cornu. Essure coils present within each fallopian tube. On (B)(6) 2016: "bilateral fallopian tubes with essure coils" are two unoriented, pink-purple, fimbriated segments of fallopian tube, 7.3 x 0.7 cm and 8.5 x 0.7 cm. The proximal end of each tube is red-brown and roughened by cautery. The longer tube is inked. A 2.5 by less than 0.1 cm segment of essure coil is in the proximal end of the shorter tube and a 2.7-cm long by less than 0.1 cm segment of essure coil is in the lumen of the fallopian tube at the proximal end of the longer segment. Representative sections of the proximal end, proximal end with coil, and fimbriated end of each fallopian tube is submitted. Concerning the injuries reported in this case, the following ones were reported via social media: stomatitis, inflammation, mast cell activation syndrome, biopsy bone marrow, pain in extremity, neck pain and breast pain, abdominal distention, hiatus hernia, hypersensitivity vasculitis, neuropathy peripheral, back pain, tinnitus, feeling abnormal, adrenal disorder. Lot number: 6232236320 not valid. Lot number 6232236320 is invalid. Lot number:623223. Manufacture date: 2009-03. Expiration date: 2012-03. Lot number:632025. Manufacture date: 2009-04. Expiration date: 2012-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report received : abdominal distention, hiatus hernia, hypersensitivity vasculitis, neuropathy peripheral, back pain, tinnitus, feeling abnormal, , adrenal disorder. Event ¿gastrointestinal disorder¿ replaced with events ¿ibs, gerd¿. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coils fragment'), device dislocation ('cant find coils fragment') and pelvic pain ('pelvic pain, pain/pain multiple types of pain') in a 30-year-old female patient who had essure (batch no. 6232236320-not valid,632025,623223) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included neuropathy, gastrointestinal disorder, disorder gastrointestinal, bladder infection, urinary tract infection and vaginal infection. Concurrent conditions included asthma, hyperlipidemia, swallowing difficult, dizziness, obsessive-compulsive disorder, somatic symptom disorder, perineal pain, fibrosis, endometrium cystic, allergic rhinitis, benign essential hypertension, acute bronchitis, asthma, hyperlipidemia, obesity and menometrorrhagia. Concomitant products included contraceptives for birth control as well as acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), atorvastatin, butalbital;caffeine;paracetamol (fioricet), codeine phosphate;paracetamol (tylenol with codeine no.3), colecalciferol (vitamin d3), fexofenadine hydrochloride (allegra), ibuprofen (ibuprofen al), metformin, omeprazole (prilosec), oxybutynin, pantoprazole, ranitidine hydrochloride (ranitidin), sertraline and tramadol. On (B)(6)2009, the patient had essure inserted. In 2011, the patient experienced hypersensitivity ("allergic reactions"). Error in f_event_with_onset_srsns_nt:-6502-ora-06502: pl/sql: numeric or value error: character string buffer too small. Detail: line 1 ora-06512: at "bbs_owner.pkg_custom_auto_narrative", line 11718. The patient was treated with surgery (gallbladder surgery and hysterectomy (partial)/ salpingectomy (bilateral removal of fallopian tubes,cervix and uterus). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, device dislocation, pelvic pain, genital haemorrhage, weight increased, depression, anxiety, hypersensitivity, affect lability, libido decreased, vaginal haemorrhage, menorrhagia, perfume sensitivity, urinary tract infection, cystitis interstitial, urinary tract disorder, bladder pain, migraine, polycystic ovaries, palpitations, nausea, neurological symptom, dysmenorrhoea, gallbladder operation, dyspareunia, vaginal discharge, visual impairment, gastrointestinal disorder, alopecia, adnexa uteri pain, premenstrual dysphoric disorder, food allergy, coital bleeding, heart rate increased, heart rate irregular, tooth fracture, the last episode of tooth disorder, memory impairment, cardiometabolic syndrome, insulin resistance, allergy to metals, abdominal pain upper, bladder disorder, pollakiuria, pain, pain in extremity, neck pain, breast pain, stomatitis, inflammation, mast cell activation syndrome, biopsy bone marrow and complication of device removal outcome was unknown, the headache, fatigue, vaginal odour, myalgia and dry skin had resolved and the vision blurred was resolving. The reporter considered abdominal pain upper, adnexa uteri pain, affect lability, allergy to metals, alopecia, amenorrhoea, anxiety, biopsy bone marrow, bladder disorder, bladder pain, breast pain, cardiometabolic syndrome, cognitive disorder, coital bleeding, complication of device removal, cystitis interstitial, depression, device breakage, device dislocation, dry skin, dysmenorrhoea, dyspareunia, fatigue, food allergy, gallbladder operation, gastrointestinal disorder, genital haemorrhage, headache, heart rate increased, heart rate irregular, hypersensitivity, hypoaesthesia, inflammation, insulin resistance, libido decreased, mast cell activation syndrome, memory impairment, menorrhagia, migraine, myalgia, nausea, neck pain, neurological symptom, pain, pain in extremity, palpitations, pelvic pain, perfume sensitivity, pollakiuria, polycystic ovaries, premenstrual dysphoric disorder, stomatitis, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal odour, vision blurred, visual impairment, vitamin d decreased, weight increased, the first episode of tooth disorder and the second episode of tooth disorder to be related to essure. The reporter commented: on (B)(6)2009: trialing coils: left-3 and right 5. Second one hysterectomy leaving only ovaries and that was a year ago in april. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: results: total bilateral occlusion. Diagnostic results: on (B)(6)2016, surgical pathology report showed fallopian tubes with mild fibrosis and focal endometrium consistent with cornu. Essure coils present within each fallopian tube. On (B)(6)2016: "bilateral fallopian tubes with essure coils" are two unoriented, pink-purple, fimbriated segments of fallopian tube, 7.3 x 0.7 cm and 8.5 x 0.7 cm. The proximal end of each tube is red-brown and roughened by cautery. The longer tube is inked. A 2.5 by less than 0.1 cm segment of essure coil is in the proximal end of the shorter tube and a 2.7-cm long by less than 0.1 cm segment of essure coil is in the lumen of the fallopian tube at the proximal end of the longer segment. Representative sections of the proximal end, proximal end with coil, and fimbriated end of each fallopian tube is submitted. Concerning the injuries reported in this case, the following ones were reported via social media: stomatitis, inflammation, mast cell activation syndrome, biopsy bone marrow, pain in extremity, neck pain and breast pain. Lot number: 6232236320 not valid. Most recent follow-up information incorporated above includes: on 11-feb-2020: update of information (batch is not valid). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coil sticking out of tube/ one side was close to perforating my tube'), device breakage ('coils fragment'), device dislocation ('cant find coils fragment') and pelvic pain ('pelvic pain, pain/pain multiple types of pain') in a 30-year-old female patient who had essure (batch no. 6232236320-inv,632025,623223) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included neuropathy, gastrointestinal disorder, disorder gastrointestinal, bladder infection, urinary tract infection and vaginal infection. Concurrent conditions included asthma, hyperlipidemia, swallowing difficult, dizziness, obsessive-compulsive disorder, somatic symptom disorder, perineal pain, fibrosis, endometrium cystic, allergic rhinitis, benign essential hypertension, acute bronchitis, asthma, hyperlipidemia, obesity and menometrorrhagia. Concomitant products included contraceptives for birth control as well as acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), atorvastatin, butalbital;caffeine;paracetamol (fioricet), codeine phosphate;paracetamol (tylenol with codeine no.3), colecalciferol (vitamin d3), fexofenadine hydrochloride (allegra), ibuprofen (ibuprofen al), metformin, omeprazole (prilosec), oxybutynin, pantoprazole, ranitidine hydrochloride (ranitidin), sertraline and tramadol. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced hypersensitivity ("allergic reactions"). Error in f_event_with_onset_srsns_nt:-6502-ora-06502: pl/sql: numeric or value error: character string buffer too small. Detail: line 1 ora-06512: at "bbs_owner.pkg_custom_auto_narrative", line 11718. The patient was treated with surgery (gallbladder surgery and hysterectomy (partial)/ salpingectomy (bilateral removal of fallopian tubes,cervix and uterus). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, pelvic pain, genital haemorrhage, weight increased, depression, anxiety, hypersensitivity, affect lability, libido decreased, vaginal haemorrhage, menorrhagia, perfume sensitivity, urinary tract infection, cystitis interstitial, urinary tract disorder, bladder pain, migraine, polycystic ovaries, palpitations, nausea, neurological symptom, dysmenorrhoea, gallbladder operation, dyspareunia, vaginal discharge, visual impairment, irritable bowel syndrome, alopecia, adnexa uteri pain, premenstrual dysphoric disorder, food allergy, coital bleeding, heart rate increased, heart rate irregular, tooth fracture, the last episode of tooth disorder, memory impairment, cardiometabolic syndrome, insulin resistance, allergy to metals, abdominal pain upper, bladder disorder, pollakiuria, pain, pain in extremity, neck pain, breast pain, stomatitis, inflammation, mast cell activation syndrome, biopsy bone marrow, complication of device removal, hiatus hernia, gastrooesophageal reflux disease, hypersensitivity vasculitis, neuropathy peripheral, back pain, tinnitus, feeling abnormal, adrenal disorder, head discomfort and dizziness outcome was unknown, the headache, fatigue, vaginal odour, myalgia and dry skin had resolved, the vision blurred was resolving and the abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain upper, adnexa uteri pain, adrenal disorder, affect lability, allergy to metals, alopecia, amenorrhoea, anxiety, back pain, biopsy bone marrow, bladder disorder, bladder pain, breast pain, cardiometabolic syndrome, cognitive disorder, coital bleeding, complication of device removal, cystitis interstitial, depression, device breakage, device dislocation, dizziness, dry skin, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, food allergy, gallbladder operation, gastrooesophageal reflux disease, genital haemorrhage, head discomfort, headache, heart rate increased, heart rate irregular, hiatus hernia, hypersensitivity, hypersensitivity vasculitis, hypoaesthesia, inflammation, insulin resistance, irritable bowel syndrome, libido decreased, mast cell activation syndrome, memory impairment, menorrhagia, migraine, myalgia, nausea, neck pain, neurological symptom, neuropathy peripheral, pain, pain in extremity, palpitations, pelvic pain, perfume sensitivity, pollakiuria, polycystic ovaries, premenstrual dysphoric disorder, stomatitis, tinnitus, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal odour, vision blurred, visual impairment, vitamin d decreased, weight increased, the first episode of tooth disorder and the second episode of tooth disorder to be related to essure. No further causality assessment were provided for the product. The reporter commented: on (B)(6) 2009: trialing coils: left-3 and right 5. Second one hysterectomy leaving only ovaries and that was a year ago in (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2016, surgical pathology report showed fallopian tubes with mild fibrosis and focal endometrium consistent with cornu. Essure coils present within each fallopian tube. On (B)(6) 2016: "bilateral fallopian tubes with essure coils" are two unoriented, pink-purple, fimbriated segments of fallopian tube, 7.3 x 0.7 cm and 8.5 x 0.7 cm. The proximal end of each tube is red-brown and roughened by cautery. The longer tube is inked. A 2.5 by less than 0.1 cm segment of essure coil is in the proximal end of the shorter tube and a 2.7-cm long by less than 0.1 cm segment of essure coil is in the lumen of the fallopian tube at the proximal end of the longer segment. Representative sections of the proximal end, proximal end with coil, and fimbriated end of each fallopian tube is submitted. Concerning the injuries reported in this case, the following ones were reported via social media: stomatitis, inflammation, mast cell activation syndrome, biopsy bone marrow, pain in extremity, neck pain and breast pain, abdominal distention, hiatus hernia, hypersensitivity vasculitis, neuropathy peripheral, back pain, tinnitus, feeling abnormal, adrenal disorder. Lot number: 6232236320 not valid. Lot number 6232236320 is invalid. Lot number:623223 manufacture date: 2009-03 expiration date: 2012-03. Lot number:632025 manufacture date: 2009-04 expiration date: 2012-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: fu 24, fu 25 and fu 26 were processed together. Information received via social media: new events - dizzy, heaviness of head and reporter information were added. On 23-mar-2020: fu 24, fu 25 and fu 26 were processed together. Social media received: reporter information was added. On 23-mar-2020: fu 24, fu 25 and fu 26 were processed together. Social media received: reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), depression ("depression nos"), anxiety ("anxiety"), tooth disorder ("dental issues"), headache ("headaches") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (surgery to remove the essure implant ). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, depression, anxiety, tooth disorder, headache and hypersensitivity outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, headache, hypersensitivity, pelvic pain, tooth disorder and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.